Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 288 mg/dl. Troubleshooting was performed. The customer had visited in emergency room and got hospitalized on (B)(6) 2018 at 18:35 pm. The blood glucose value when admitted to hospital was 288 mg/dl. The customer complained about nausea and vomiting due to gastroparesis. The customer wearing the pump at time of hospitalization. The product was not returned for analysis.